Event description:
The customer indicated the bipolar forceps were installed into the monopolar jacks & were immediately active. A laparoscopically assisted vaginal hysterectomy was being performed & the "bowel was blanched." The injury appeared too superficial, but the pt will be watched.